Manufacturer narrative:
Manufacturing site evaluation: evaluation ongoing.

Event description:
Country of complaint: (B)(6). The customer has advised that the thread is knotted in the cassette and is snapping.